Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of peritonitis in a patient coincident with dianeal pd4 ambuflex and extraneal viaflex therapies. During a call with baxter customer services, the following was reported. On unreported dates, the patient experienced water splashed onto her site from the (B)(4) while at physical therapy and peritonitis. On an unknown date, the patient was hospitalized for these events. The cause of the peritonitis was reported as water splashed onto her site from the (B)(4). Treatment information was not provided. Treatment, outcome, and action taken with dianeal and extraneal therapies were not reported. An opinion of causality was not provided. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not request. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h10i10107. No exceptions were observed that were related to the reported condition. This issue is confirmed, because the patient reported a breach in aseptic technique which is a use error that can cause peritonitis. There is not enough information to determine the cause of the use error. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.